Event description:
The customer contact reported the device alarmed with s321 (motor error - pmc, left) malfunction alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s321 malfunction alarm code was noted in the device history. No additional information was provided.

Manufacturer narrative:
The device mechanism has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.